Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated that the sensor came out the site and fell off. Blood glucose at the time of the incident was 400 mg/dl. Customer¿s blood glucose at the time of the call was 458 mg/dl. The customer experienced symptoms such as nausea. The customer treated with insulin pump. Customer also reported that they experienced skin irritation and had bent sensor cannula. The sensor will be returned for analysis.